Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2014. The patient was in good condition.